Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen. The patient had not observed any readings on the cgm for a four hour period. She started to feel numbness on her hands and feet and was transported to the emergency department (ed) by her son. At the ed, the blood glucose finger stick was 500 mg/dl. The patient was admitted to the intensive care unit (ICU) for treatment, and by the following day the bg had decreased. At the time of the report, the patient was still in the ICU. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.